Manufacturer narrative:
Investigation summary: the customer provided photo and video evidence of the product with the complaint of lid not properly sealing. The supplier was provided this information and was unable to assess the issue at hand. Without further information like a physical sample, the investigation could not be performed and the root cause remains unknown. Due to supplier being unclear on the failure involved in the complaint, the DHR investigation was not performed. H3 other text : see h10.

Event description:
It was reported that the permanent lid lock on the sharps coll mexico pud 3.0l red failed to seal correctly when closed. The following information was provided by the initial reporter, translated from spanish to english: "the customer's quality team has detected that the sharps collector in this matter does not seal correctly after closed."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the permanent lid lock on the sharps coll mexico pud 3.0l red failed to seal correctly when closed. The following information was provided by the initial reporter, translated from spanish to english: "the customer's quality team has detected that the sharps collector in this matter does not seal correctly after closed."